Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leakedthe patient arrived at the CT room at 9:25 am on (B)(6) 2025, for a coronary CT angiography. The on-duty nurse selected a relatively large, straight vein for puncture according to standard coronary CT imaging protocols. Needle insertion proceeded without incident. However, upon withdrawing the needle core, blood was observed leaking from the puncture site. The nurse immediately explained the situation to the patient, removed the IV catheter, and proceeded to select an alternative vascular access site. Upon removal, a minor crease and damage were noted on the needle core. The IV catheter was promptly replaced, and the patient was provided with a thorough explanation.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received for further examination, the root cause of this complaint defect cannot be confirmed to be related to product quality. The plant will continue to track and monitor the defect.

Event description:
No additional information.